Manufacturer narrative:
(B)(4) captures the dislodgement and repositioning. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post implant the patient experienced pneumothorax. It was also reported that the patient experienced perforation and pericardial effusion. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.